Event description:
It was reported that a base hardware failure was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the pump was in good condition. The pump event history showed a base hardware failure and a battery communication timeout error message. During power up process the technician found the reported cause of the issue to be a base hardware failure and battery communication timeout. The root cause was unable to be determined, as there was no physical or any other damaged found on interconnect board. The technician replaced the interconnect board and battery. Performed power up process and all functional tests which passed.